Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17631694) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the genesis self-deployment stent could be placed correctly, but afterwards the deflated or probably burst balloon did not go through the sheath, so physician had to pull out both together, the balloon and sheath and replace it with a new sheath. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Neither the product, nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was an adequate continuous flush maintained through all devices. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was removed intact (in one piece) from the patient. There was no issue with the sheath. The devices will be return for analysis.

Manufacturer narrative:
The genesis stent deployment system (sds) could be placed correctly, but afterwards the deflated or probably burst balloon did not go through the sheath, so physician had to pull out both the balloon and sheath together, and replace it with a new sheath. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Neither the product, nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There was an adequate continuous flush maintained through all devices. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was removed intact (in one piece) from the patient. There was no issue with the sheath. The device was returned for analysis. One non-sterile sds genesis .035 9.0x29 80cm catheter was returned. Per visual analysis the sds catheter was received inserted in an unknown sheath introducer. The balloon was received with an axial burst combined with a radial separation. The stent was not received for analysis. Also, it was noted that a piece of the balloon was not received for analysis. Blood residues were observed on balloon. No other damages/anomalies were noted. Per functional analysis a leak test could not be performed due to the axial burst noted in the balloon. Per sem analysis the balloon internal surface did not reveal any evidence of damage. However, the external surface of the balloon revealed evidence of scratches and abrasion marks adjacent to the balloon ruptured areas and it¿s very likely that the same factors that caused the scratch marks on the balloon outer surface may have contributed to the balloon axial burst and radial separation found. No other anomalies were noted during sem analysis. A product history record (phr) review of lot 17631694 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - withdrawal difficulty - through guide/sheath¿ could not be properly evaluated due to the nature of the complaint; however, the difficulty experienced by the customer is likely related to the balloon burst which led to the further damage when trying to remove the damaged balloon catheter through the sheath. The reported ¿balloon-sds- burst¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.